Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 event site address: (B)(6). Due to characterization limit e1 event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp), during a routine inspection by a getinge field service engineer (fse), was found to have poor touchscreen responsiveness. No patient was involved.